Manufacturer narrative:
The manufacturer previously reported the device's lcd screen was blank and the display will be replaced to address the issue. During additional evaluation of the device at the manufacturer's service center, the display interface cable and display interface board was replaced to address the issue. The display was replaced preventatively to address the failure of the backlight to power on.

Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The device's display will be replaced to address the issue.